Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 51 mg/dl. Food was consumed and the low bg was resolved. The cause of the low bg was not known. Tandem technical support advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed on (B)(6)2017. Multiple alarm 2 (occlusion detected) were detected and a cartridge change sequence was completed to correct this issue. There were no erratic basal rate adjustments or bolus requests. There were no obvious requests or deliveries that would cause low bg levels.